Manufacturer narrative:
The device history record review could not be performed as the lot number of the device was unknown. The device was not returned for analysis therefore visual inspection and functional testing could not be performed. From the information provided there was no indication that the device was not used as in accordance with the labeling or that this caused or contributed to the reported event. Hemmorhage is a known and anticipated complication to these types of procedures and is noted in the labeling. Therefore, it was determined that the reported event was an anticipated procedural complication.

Event description:
It was reported in a post market surveillance report that the patient presented with a stroke. Rt-pa and thrombectomy were started. The clot location was at the tip of the basilar artery. A non-stryker stent was used first and then the retriever was used. The retriever was deployed and subarachnoid hemorrhage (sah) was noted near the treated area. The clot was removed with the retriever in one pass. A half hour after the procedure, symptomatic intercranial hemorrhage was observed. External and internal decompression were administered, but the sequela remained. The patient was transferred to another hospital, so the current condition of the patient could not be confirmed. It was stated in the physician's opinion that manipulation of the retriever microcatheter (subject device) caused the sah. The physician denied the causal relationship between the retriever and sah as the sah was noticed before deploying the retriever.

Manufacturer narrative:
The subject device was disposed.

Event description:
It was reported in a post market surveillance report that the patient presented with a stroke. Rt-pa and thrombectomy were started. The clot location was at the tip of the basilar artery. A non-stryker stent was used first and then the retriever was used. The retriever was deployed and subarachnoid hemorrhage (sah) was noted near the treated area. The clot was removed with the retriever in one pass. A half hour after the procedure, symptomatic intercranial hemorrhage was observed. External and internal decompression were administered, but the sequela remained. The patient was transferred to another hospital, so the current condition of the patient could not be confirmed. It was stated in the physician's opinion that manipulation of the retriever microcatheter (subject device) caused the sah. The physician denied the causal relationship between the retriever and sah as the sah was noticed before deploying the retriever.